Event description:
The customer obtained non-reproducible (B)(6) vitros anti-hav igm results ((B)(6)) from two different patient samples run on the vitros eci system. The laboratory questioned the (B)(6) results due to (B)(6) results being obtained from the respective patients. Repeat analysis of the affected patient samples determined that the expected results were vitros anti-hav igm (B)(6). Biased results of the magnitude and direction observed may lead to inappropriate physician action. The (B)(6) vitros anti-hav igm results were not reported out of the laboratory. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible (B)(6) vitros anti-hav igm results were obtained from two different patient samples run on the vitros eci system. There is no evidence to suggest that an instrument related issue and/or a reagent related issue contributed to the event. The root cause of this event is unknown. However, poor sample processing, poor sample handling or a sample mix-up issue could not be ruled out as contributing factors. The occupation of the initial reporter is not known at the time of filing of this report.